Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 220 mg/dl at the time of call. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 20 mg/dl. Customer stated that he had a high blood glucose reading and had to reduced his carb intake to stabilized the blood glucose reading. Customer reported that he woke up with a low blood glucose of 20 mg/dl and unable to perform low blood glucose troubleshooting due to button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked case, cracked lcd window and cracked battery tube threads.